Manufacturer narrative:
This report is being submitted as follow up no. 1 to the update to device evaluated by MFR and to provide the completed investigation results. One used 6 fr angio-seal vip device was received for product evaluation. The carrier tube assembly was returned mated with the hemostasis sheath. No other accessory components were returned with the device. Visual inspection revealed that the carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The anchor had not fully exited the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostasis sheath revealed that the anchor was still present within the sheath. Functional testing was conducted, the deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The digital force was applied to the anchor and the suture with collagen was released along with the tamper tube. There were no functional anomalies noted with the device. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the device was not put in the full forward lock position or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
Age & date of birth - patient was born in (B)(6). Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after a percutaneous transluminal angioplasty procedure; elutax in fibularis they wanted to use an angio-seal 6f to close the femoral artery. The placement of the angio-seal went well, when the doctor went to release the anchor, he realized the anchor did not come out of the sheath. There was no way of bringing the anchor out. They pulled the complete system out and did manual compression. The patient was reported to be okay, but needed to stay longer than planned in the hospital for monitoring reasons. The patient was under xarelto medication. Additional information was received information received 06/august/2019: manual compression was applied with no complication.